Event description:
On 04/23/07, the company received a report, where it was claimed that the inner cannula locking ring separated from the tube during pt use. Replacement of the tube was required. No further info was provided.